Event description:
On 8/30/06, nellcor puritan bennett received a report from a medical personnel regarding a 'burn' on a pt's finger from the oxisensor ii n-25 sensor. It was reported that after several minutes of usage, the medical personnel at the facility began to smell 'something burning'. They indicated that the smell came from the pt's finger. The pt was disinfected with 0.5% hyperbaric bupivacaine 6mg and sufentanil 5ug. The sensor was in use with another co's pulse oximeter setup.

Manufacturer narrative:
The device was requested back, but has not been returned for eval.